Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
It was reported that the patient was considering replacing their ipg for unknown reason. Surgical intervention may take place to replace the ipg.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
H6: adverse event problem. Corrected medical device problem code to reflect recharge burden.

Event description:
Additional information revealed that the patient's ipg would not last 24 hours between charges, and was nearing end of life. In turn, surgical intervention is still pending to address the issue.